Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that 9 days after the catheter was indwelled, a leak was found around the subclavian vein insertion site when medical solution was being injected through the proximal lumen, in the pt's room. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death or complications to the pt.